Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before starting procedure, the nurse removed the suture from packaging and as they grasped the needle the strand detached from it on 7 consecutive sutures opened. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. The visual inspection of the returned product noted an empty foil pouch was returned. The visual inspection of the sample noted no sutures and six needles. Upon microscopic inspection of the needles, normal crimp and swage marks were noted. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.